Event description:
Additional information received reported the patient still had concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. Appointments in (B)(6) 2013 were noted.

Event description:
It was reported that the patient was "almost sure it's working but of course I got quite upset the other day because I have a slight urinary infection." The patient just wanted to check it. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28 lot# v379988, implanted: 2010 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient (B)(4).